Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was no power to the pump. It was also noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed a pump reboot and multiple cs 054 call service alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked in two places. The battery cap was not returned with the pump; a test cap was used to complete investigation. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no intermittent conditions were found. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored.